Event description:
The pt has two leads with the same lot number. It was reported the pt stopped using the scs system three weeks ago due to the system no longer helping. In addition, the pt reported the system made her nervous. In turn, the pt's system was explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.